Manufacturer narrative:
Date of event is estimated. A system explant due to the patient experiencing ineffective therapy was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg became inoperable after multiple unrelated surgeries where the ipg was not placed in surgery mode. As a result, the patient underwent surgical intervention during which the ipg was explanted.

Manufacturer narrative:
Correction: section d4, d6a, and h4 have been updated to the correct device information.